Manufacturer narrative:
This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 02r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one patient. The patients architect stat high sensitive troponin-I result was higher than the upper limit of the reference range, and the test result on the siemens platform was normal. The customer did not provide the specific results. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided were reviewed and support the complaint issue without indication for any additional issue. Return testing was not performed as returns were not available. Device history record review was performed on list 03p25, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends regarding commonalities for the issue under review. Customer field data was used to assess the performance of the architect I stat high sensitive troponin-I assay using worldwide field data. Review shows that the median patient results for the lot(s) reviewed are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot(s). Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect I stat high sensitive troponin-I assay was identified.